Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the camera light guide became so hot during the procedure that it burnt through the sterile drape and melted a plastic pot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The camera light guide was analyzed, and the complaint was not confirmed by failure analysis. The external visual inspection of the camera light guide did not find any issue.

Event description:
Refer to h11 for follow-up information.